Manufacturer narrative:
Approximate age of device- 3 years. Manufactures investigation conclusion: the evaluation of the returned pump did not reveal any device-related issues. The patient was transplanted. The pump was returned assembled with the driveline severed approximately 1 inches from the pump housing and the distal portion of the driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port with the bend relief disengaged. The outflow graft bend relief collar was not returned. Rescue tape was observed 13 inches through 16.5 inches from the metal connector. Removal of the rescue tape revealed the silicone jacket was damaged 14.5 inches from the metal connector. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a routine heart transplant on (B)(6) 2019. An incidental finding of silicone jacket damage was observed during the evaluation of the returned pump. No additional information was provided.